Manufacturer narrative:
Age/date of birth: unknown. Sex/gender: unknown. Date of event: unknown. Model number: unknown. Catalog number: unknown. Lot number: unknown. UDI number: unknown. Expiration date: unknown. If implanted, give date: unknown. If explanted, give date: unknown. Phone number: unknown. Device manufacture date: unknown. Tube erosion. (B)(4). The device is not returning for evaluation as event is from an article/literature; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device cannot be performed. No product investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The publication noted 6 patients ''failed''; 4 patients had flat or shallow anterior chambers, 3 of which required secondary surgery; 2 had persistent hypotony; 3 had inadequate intraocular pressure (iop) reduction; 1 had loss of light perception; 3 had tube occlusion; 2 had choroidal effusion, one of which had secondary surgery; 1 suprachoroidal hemorrhage; 2 with cystoid macular edema; 1 with hypotony maculopathy; 3 with persistent corneal edema; 2 tube erosion; 4 hyphema; 2 required suture lysis; 9 required latina rip cord removal; 1 had aqueous misdirection; 6 needed tube revision; 1 needed tube removal; 3 needed drainage suprachoroidal hemorrhage; 1 needed bleb excision; and 2 needed anterior chamber reformation. In conclusion of the article, the failure rates of ahmed versus baerveldt glaucoma drainage (agv) and baerveldt glaucoma implant (bgi) in patients with iop 30mm hg were comparable. There were more early hypotony-related complications in the bgi group; however, none were vision threatening. Both glaucoma drainage implants were effective in treating patients with uncontrolled glaucoma in an emergency setting. Resende, a.f., moster, m.r., patel, n.s., lee, s., dhami, h., pro, m.j., and waisbourd, m., (2016) ahmed versus baerveldt glaucoma drainage implantation in patients with markedly elevated intraocular pressure (=30mm hg). J glaucoma, 25(9), p.738-743.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.